Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/11/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. The pump reboots were duplicated with the returned battery cap. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads to the cover and cracked below the bumper pad. A test battery cap was used to complete a 24 hour duration test and it was able to carefully attach to the pump; no power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial complaint, it was observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. The cartridge compartment was damaged near the threads. The returned cartridge cap was able to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.